Event description:
It was reported a revision surgery was performed due to implant instability. Previously, the patient fell causing her knee to become unstable. Surgeon replaced the component liner and reattached the collateral ligaments.